Event description:
The device was used during a low anterior resection procedure. Reportedly, the staple line did not hold. The surgeon applied a purstring to complete the procedure. The hospital has reported no patient injury occurred.